Event description:
At 1120: hemodialysis treatment completed (3,000 heparin pre 3 1/2 hour treatment, no heparin during treatment). Catheter removed and pressure held x 15 minutes. No bleeding or hematoma. Pressure dressing applied. At 1215: pt returned from dialysis to nursing unit. Pt assessed by r.n. Complaint of lower leg pain bilateral. No respiratory distress or chest pain. Dressing removed and new dressing applied. No bleeding. One percocet given for lower leg pain. Pt awake, alert and oriented. At 1255: pressure dressing clean, dry and in tact, no bleeding, no hematoma. At 1355: pt found unresponsive. No pulse or respiration. CPR started. Code blue called. Oozing of blood noted from groin and pressure held to sites. At 1400: attending physician present at code. Pt pronunced dead. Medcial examiner declined case. User facility notified by a nurse with the FDA, that MFR had reported that catheter may have contributed to pt's death. User was not notified of this allegation/suspicion previous to FDA's communication.